Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No patient medical records were available for review. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The reported event regarding dislocation involving an unknown pca femoral head was not confirmed.

Event description:
It was reported that patient was revised due to dislocation. Competitor product, stryker head construct primary.

Event description:
It was reported that patient was revised due to dislocation. Competitor product, stryker head construct primary.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown pca femoral head. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.